Manufacturer narrative:
The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 6/18/2018: it was reported that a standard angiography using a 6fr procedure sheath. There were no difficulties with the arterial access, sheath, guidewire or catheter insertion. There was no pre deployment angiogram performed. There were no any issues with insertion, deployment, or withdrawal of the device. The patient does not have a history of a bleeding disorder. The patient is not on daily blood thinning medication. The patient had blood thinning medication such as, clopidugrel and heparin. Bleeding occurred at the puncture site. There was no medical or surgical intervention performed to treat the bleeding. Manual compression was held for about 15 minutes.

Manufacturer narrative:
Implanted date: device was not implanted, explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the patient had an antegrade puncture (performed under ultrasound), nothing complicated about the puncture, and however the patient had a large stomach. At the end of the procedure the physician tried to deploy an angio-seal vip device. The doctor stated that the "footplate didn't deploy", although nothing unusual about the click forward and then the click back but "it didn't feel right". When the physician pulled back the whole device, the anchor came out of the patient. Manual compression was applied to achieve hemostasis. The patient developed a pseudoaneurysm which then required a thrombin injection.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One unused 6fr angio-seal vip device was received for product evaluation. The device was received in a sealed header bag with all accessory components the sealed header bag was opened and the device and accessory components were removed. There were no gross visual anomalies noted with any of the accessory components. Functional testing was then conducted. The arteriotomy locator and hemostatic sheath were mated. No anomalies were noted. The arteriotomy locator was then removed and the polyfoil pouch with the angio-seal vip device was opened and inspected. No gross visual anomalies were noted. The angio-seal vip carrier tube assembly was inserted into the hemostatic sheath. Once the carrier tube assembly was mated with the hemostatic sheath and in the forward lock position, the anchor became exposed. The deployment sleeve was then moved into the rear lock position exposing the color bands and posting the anchor. Tension was then placed on the anchor releasing the tamping tube and allowing the collagen to be compacted. No anomalies were noted during deployment. Based on the returned device, the complaint could not be confirmed as the device was able to be deployed as intended. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.